Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that there was no aspiration with the probe during a vitrectomy and cataract combination surgery. Another probe from a different pack was used; however, the same issue (no aspiration) was observed. The surgery was completed on the same day after replacing the product with a third probe. There was no information available regarding any impact on the patient. This report pertained to first of the two probes involved in this complaint. Additional information had been requested but had not been received to date.